Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced low blood glucose (bg) below 40mg/dl; cause was unknown. Contacts assisted the customer by providing food and helped the customer to sit down. Carbohydrates were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management. Additionally, the customer was not receiving audible blood glucose alerts as intended. Tandem technical support checked the pump history and found no blood glucose alerts were declared. Reportedly, the customer declined further troubleshooting.

Manufacturer narrative:
The reported issue could not be confirmed due to the previously reported issue in MFR 3013756811-2020-34289.